Manufacturer narrative:
The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the screw broke during the procedure. The broken screw remains in the patient's bone.

Event description:
It was reported that the screw broke during the procedure. The broken screw remains in the patient's bone.

Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: screw broken. Probable root cause: design: inadequate raw material selection for screw. Design geometry too sensitive to withstand clinical impaction loads. Screw/driver interface not designed to maintain proper assembly. Process: screw or driver not manufactured to specification. Incorrect material used during manufacturing. Screw and driver not assembled to specification. Application: excessive force or leveraging of the screw against the bone. Inadequate assessment of bone quality, pilot hole not prepared. The reported failure mode will be monitored for future reoccurrence. Manufacture date is not known. H3 other text : 81.